Manufacturer narrative:
FDA UDI ¿ (B)(6) a product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text : single use; device discarded.

Event description:
The consumer reported an accidental reagent exposure to the nostrils with a binaxnow covid-19 antigen self-test on 20dec2023. The consumer dipped the test swab in the reagent first then swabbed his nose. The consumer confirmed there was no death or serious injury. Additionally, the consumer confirmed there was no impact in their treatment.

Event description:
The consumer reported an accidental reagent exposure to the nostrils with a binaxnow covid-19 antigen self-test on (B)(6) 2023. The consumer dipped the test swab in the reagent first then swabbed his nose. The consumer confirmed there was no death or serious injury. Additionally, the consumer confirmed there was no impact in their treatment.

Manufacturer narrative:
FDA UDI (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.